Event description:
On (B)(6) 2011, the patient was implanted with two gore tag thoracic endoprosthesis. On (B)(6) 2011, a procedure was performed whereby an additional gore tag device was implanted. No further information was provided.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the intervention is unknown. Additional device implanted and involved in this event: (B)(4).